Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change, the user experienced sustained hyperglycemia and a glucometer reading of ¿high,¿ with elevated ketones, and per healthcare provider direction the ilet was removed and long-acting insulin was administered by injection; guidance was also provided to consult the healthcare provider regarding short-acting insulin and to reconnect to the ilet after appropriate insulin timing. Symptoms included hyperglycemia and ketonemia. Outcomes included temporary discontinuation of pump therapy and treatment with multiple daily injections, with planned reconnection to the ilet under guidance. Investigation included troubleshooting and education regarding supply change technique and reconnection timing, along with recommendation for healthcare provider follow-up. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction; the cause of hyperglycemia was undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.